Manufacturer narrative:
H3: product ID 97745; serial# (B)(6); product type programmer was returned for product analysis. Analysis found that the complaint was unverified. Connector was tarnished, hence charger recharger telemetry module (rtm) connector causing connection issues was cleaned and excellent recharge status was observed. No visual anomalies were found in case front and back. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their controller is not working. Patient stated they charged the other day and the controller got real hot and when it first came on it gave error screen, and then the controller died. Agent asked patient to remove the battery pack and plug the controller into the ac power supply, patient confirmed the controller did not power on. Patient confirmed the green light was on the ac cord. Patient did not see any damage to the controller battery. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the patient called back asking for help setting up for implant. Pt did not have the lith battery inserted in replacement and that is why the controller would go blank. Pt inserted lith battery and will charge to the wall and set up to pair after. Additional information was received from a patient (pt). It was reported that they received the replacement controller but they are still not able to connect to charge the implantable neurostimulator (ins). Pt stated they are seeing the "set up" screen. Pt stated when they try to pair the controller the screen gets stuck on "checking recharger". The pt tried to clean the plug pins and verified that there is no visible damage to the plug / pins. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that ) made an outbound call to pt to verify that the recharger (rtm) cord has been delivered. Pt stated that they cannot get out of bed so they cannot go get the package. Pt stated their spouse will be home in 30 min pss suggested that pt call in if they have any further issues. The pt then called back stating they received the new rtm today and it did not work for all it did was spin around on checking the recharger; pt was experiencing the same issue. During call pt verified no damage to the to the controller battery, controller battery compartment, or to the controller charging port. Pt blew into the controller charging port and reset the controller. Pt was prompted to setting up the controller so connected the recharger and got no device found. Pt pressed recharge and got unfamiliar device found (screen 63). Pt was then getting recharging excellent. Controller battery was at 90% and the ins was in the red. Pt was informed to continue to recharge the ins and they will have to finish setting up the controller later once the ins got more charge. Patient called back for assistance going through pairing process. Successfully paired and was recharging ins with excellent quality; controller was at 80%, ins was low. Agent reviewed all appeared to functioning as expected and they should let their ins charge up. Pt called back stating they got a replacement recharger last week but they still got stuck on the screen checking the recharger when recharging the ins. A replacement battery pack was sent out. No symptoms were reported. Additional information was received from a patient (pt). Pt stated they received replacement li bp but are still stuck on checking recharger screen. Agent had pt reset controller and cleaned connection port and plug in, pt was able to see recharging excellent controller 100% and implant 40%. Troubleshooting resolved issue

Manufacturer narrative:
Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID m995402a001 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.